Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate. Diagnosis prematurity, bronchopulmonary dysplasia, respiratory insufficiency.

Event description:
It was reported that a midazolam bolus was programmed incorrectly on (B)(6)at 6:40 pm, the user programmed the rate 0.49 mg/kg instead of the desired 0.07 mg/kg. At 6:40 pm the user stopped the bolus after 17 seconds. The customer stated that there was no patient harm or medical interventions required due to programming error.